Event description:
It was reported that during preparation for a water vapor therapy procedure two delivery devices were used, the first device failed the needle retraction during priming. The device was disconnected and reconnected, but the problem was not solved. A second delivery device was connected, but the error persisted. The procedure was cancelled and there were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Event description:
It was reported that during preparation for a water vapor therapy procedure two delivery devices were used, the first device failed the needle retraction during priming. The device was disconnected and reconnected, but the problem was not solved. A second delivery device was connected, but the error persisted. The procedure was cancelled and there were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.